Event description:
It was reported that during a laparoscopic sigma procedure, there was an incomplete staple line. The device cut completely, but did not staple completely. It was overstiched by hand. Resection will be sent with the device. No further info is available. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.